Event description:
It was reported that when the package was opened, flakes came off the shaft of the zipwire guidewire. No further info is available about this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.